Event description:
It was reported the patient¿s system was removed for back surgery and MRI on (B)(6) 2011.

Manufacturer narrative:
Product ID: 3889-28, lot# v138160, implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type: extension. (B)(4).